Event description:
Customer reported that t:slim x2 pump battery failed to charge using tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer was sent a new a new charging cable and wall adapter which resolved the issue.